Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he was hospitalized due to low blood glucose of 31 mg/dl, treated with IV glucose. Customer was experiencing low blood glucose for several hours. The drive support cap was normal. Customer was not in a car accident. Customer reported he was disorientated and was unable to speak when asked he could recall any significant events leading to the hospitalization. Customer stated the cause of his low was he over corrected. Customer declined troubleshooting. No further information reported.